Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no devices or medical records were received. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00434811313, humeral stem, lot # 63158869. 00430204621, humeral head, lot # 63269330.

Event description:
It was reported that approximately 2.5 years post implantation, the patient underwent the first stage of a 2-stage revision of the right shoulder due to infection. During the revision, the patient was found to have had bone loss to the glenoid and will receive a custom implant in the future. The patient currently has a cement space in place until the next surgery. Attempts have been made and no further information has been provided.